Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: I also note that the purple thread has bleached on the white plastic packaging of the thread. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? Was the sterility of the device compromised? Are there any tears/holes in the sterile packaging? The packaging of the device was not damaged and the packaging sterility was good. The customer observed the damage of the suture when it was in its pouch. It was not used and so, no patient consequence. H3 evaluation: the product was returned to ethicon for evaluation. One labeled winding former with a needle and suture was received for analysis. Product code. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were noted as expected. The barrel hole was examined under magnification and remnant suture was observed. The suture could not be dispensed since has began with the process of degradation and the time of exposure of sutures to the environment could not be determined. This condition causes the suture to be broken and unusual color. The foil was not returned for evaluation. Additionally, a photo was provided with the same condition as the received sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what may have caused the reported incident. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. When opening the package I noticed that the needle was loose. Touching the wire, it disintegrated and fell to pieces. No reported patient consequences. Upon receipt and analysis of the sample, the needle was detached from the suture and has began with the process of degradation and the time of exposure of suture to the environment could not be determined.